Event description:
It was reported that the patient was experiencing stimulation on non target area. No device malfunction was suspected. The patient underwent a procedure wherein one of the leads was explanted and the other lead was repositioned. The patient was doing well postoperatively and the explanted lead was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): lgw, qrb . Additional suspect medical device components involved in the event: model number/catalog number: (B)(4). Serial number: (B)(6). Batch/lot number: (B)(4). Model/catalog description: (B)(4). Unique identifier (UDI)#: (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: (B)(4). Unique identifier (UDI)#: (B)(4).